Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that as the device was being connected to the patient, the ¿line disconnected from the device and the contents ejected out of the device.¿ the device had been filled with flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.